Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer reported that their "reestyle libre- device sensor applied to upper left arm as usual. Device sensor was recognized by the handheld monitor but after waiting an hour as required the sensor failed to operate". The customer further reported being unable to monitor their blood glucose but no further information was provided. There was no report of any self or third-party medical treatment reported. Adc customer service attempted to contact the customer 3 (three) times to gain additional details regarding this event, however all follow up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer reported that their "reestyle libre- device sensor applied to upper left arm as usual. Device sensor was recognized by the handheld monitor but after waiting an hour as required the sensor failed to operate". The customer further reported being unable to monitor their blood glucose but no further information was provided. There was no report of any self or third-party medical treatment reported. Adc customer service attempted to contact the customer 3 (three) times to gain additional details regarding this event, however all follow up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. Extended investigation is pending at this time and will be performed per adc's established processes and procedures. A follow-up report will be submitted upon completion of all required investigation activities. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.